Manufacturer narrative:
The subject device referenced in this report was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional ,or significant information becomes available at a later time.

Event description:
During an endoscopic sphincterotomy (est), three devices were used. The cutting wire of two devices broke. The intended procedure was completed with the third device. There was no patient injury reported. This is the report regarding the second device.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The cutting wire of the subject device was broken. The broken section of the cutting wire was melted and burned. As a measurement result of the outer diameter of the cutting wire, there was no abnormality. As a measurement result of the length of the cutting wire and the cutting wire coating, there was no abnormality. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, omsc presumes that the event occurred due to the following mechanism. The device was not extended enough until the cutting wire was visually confirmed from the endoscope. In the state of the cutting wire and the endoscope were being close. An electricity was discharged between the cutting wire and the endoscope in the state of 2). The cutting wire became very high temperature instantaneously due to an electricity discharge. That caused the cutting wire to break. The above device handling has warned in the instruction manual.